Manufacturer narrative:
It was stated on (B)(6) 2023 by the field service engineer (fse) that the blower was replaced per the service guide instructions. The investigation is ongoing.

Manufacturer narrative:
H10: the authorized service provider (asp) called the rse on (B)(6) 2023 and stated that they were unable to duplicate the issue but did notice in the significant even log that the blower high temperature alarm had occurred 4 times within an hour or 2 of operations. The asp recommended replacing the blower and/or the motor controller (mc) printed circuit board assembly (pcba). The customer requested that both parts be replaced, so the asp stated that they would order both parts. Resolution of the device issue is pending delivery and replacement of parts. The investigation is ongoing.

Manufacturer narrative:
It was confirmed on 08jun2023 by the fse (field service engineer) that the device was ready for patient use following successful completion of testing and verification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a blower overheating message. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they wanted a field service engineer (fse) to go onsite and evaluate the device for the blower overheating message. The customer was advised by the rse that they may have a dirty air inlet filter and provided the customer with the part information for the blower assembly. Further troubleshooting and resolution of the device issue is pending completion of the onsite service by a philips fse. This investigation is ongoing.